Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted in the lateral commissure. A second clip was implanted medial to the first clip; however approximately two minutes after deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). In the physicians opinion, the slda was due the anatomy. The procedure was completed with an mr reduction to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.